Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The following was result of the culture test, performed at the third-party labs, provided from olympus after reprocessing: on sep 21, 2022, sampling from: biopsy ch, cfu: <1cfu, bacterial identification: n/a. Sampling from: suction ch, cfu: 24cfu, bacterial identification: coagulase negative staphylococcus. Sampling from: a/w ch, cfu: <1cfu, bacterial identification: n/a. Sampling from: auxiliary water ch, cfu: <1cfu, bacterial identification: n/a. The device was evaluated where multiple defects were noted including: - light guide rod lens (1x) --- cracked - lens glue (2x) --- chipped - charged coupled device cover lens glue --- chipped - bending section rubber glue --- worn out - channel mount --- damaged - mouthpiece --- damaged - suction cylinder --- scratched - angulation --- less or specified value - biopsy channel --- wear and tear however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ll colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated the channels of the scope were cultured. The scope was sampled twice. The device was sampled on (B)(6) 2022 and tested positive for over 80 colony forming units (cfus) of aeromonas hydrophila. The device was sampled previously on (B)(6) 2022 and tested positive for identified for over 80 cfus of klebsiella oxyloca. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation is currently in process. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The device tested positive for gram positive bacilli for over 100 colony forming units (cfus). Based on the findings, it was concluded by the independent laboratory that the microbiological quality of the endoscope was not satisfactory for an endoscope subjected to intermediate level disinfection and rinsed with water bacteriologically controlled. The scope will be reprocessed and resampled. The customer provided their cleaning, disinfection, and sterilization process stating the pre-cleaning and manual cleaning detergent is aniosyme x3. The customer aspirates water through the channels and flushes out the air/water and auxiliary channels. During manual cleaning, the customer brushes the instrument/suction, the suction cylinder and the instrument channel port using the brush kittec care ¿ enr kit2-04-200-y, lot 2206067. The scope is manually disinfected using amioscyde 1000. The customer uses automated endoscopic reprocessor (aer) soluscope series 4, along with detergent soluscope cln, disinfectant is soluscope paa. The aer was cultured, however, the results were not provided. The endoscope was stored in a simple cabin (no drying function) and was placed horizontally. The maintenance and repair was performed by olympus. The endoscope was not sterilized. The physical device evaluation has not yet been completed; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.